Manufacturer narrative:
The field service engineer (fse) found worn suction hoses and replaced them, cleaned all washing station syringes, cleaned the incubation bath, cleaned the reagent and sample probes, performed probe calibration, and adjusted the washing station volume. Mechanical checks and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas 8000 c702 module. On (B)(6) 2023, the initial creatinine result was 3.92 mg/dl. The initial result was reported outside of the laboratory. The patient was later tested for creatinine at another facility with an unknown method and the result was normal. On (B)(6) 2023, the sample was repeated on the original analyzer twice and the results were 1.07 mg/dl and 1.01 mg/dl. The customer stated the normal result from the other laboratory matched the repeat results. The reagent lot number is 70264101 and the expiration date is 30-nov-2023.